Event description:
On (B)(6) 2022, it was reported by an arthrex employee via sems that an ar-41006 megabiter head broke during removal of the bottom of the meniscus. The procedure was completed using another megabiter without further issues. This was discovered during a procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the upper(moving) jaw broken off of the device. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.